Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6, h10. Correction h10: the customer's allegation was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed that fluid invaded the scope connector during user handling causing an anomaly of the electrical components and the b30 error to occur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope gave a b30-scope communication error. This occurred during device reprocessing; patient was not under sedation. The intended procedure was completed using the same device. There was no delay and no report of patient harm

Manufacturer narrative:
E1) establishment name: (B)(6) - noting due to character limit. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, it was found that the objective lens had a crack and the suction connector was corroded with fluid invasion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.